Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all cubies in drawer were having read write and invalid cubie memory error. The customer stated that they attempted to eject and relocate the cubie, but the memory of cubie contents was wiped the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer had failed. A field service engineer found that there was no access to some of the cubies. Under one cubie in row b, a piece of aluminum foil was discovered laying on the connector. The debris was removed, and all cubie trays were reseated. The issue was resolved in auxiliary 2, drawer 7.1. The system functioned as intended after the field service engineer repaired the device.